Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. The device was returned for analysis and initial visual examination of the returned unit found the tip was flared. The device was returned without the product mandrel inserted and the stent/balloon protector attached. Some distal stent struts were misaligned. There was a twist located in the midshaft at the port region. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review shop floor paperwork found that the device met material, assembly and product specifications. The most probable root cause of this complaint can be attributed to handling.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, catheter removal difficulties occurred. The lesion was located in a calcified left anterior descending (lad) artery. The physician inserted the taxus express2 2.5x12mm drug eluting stent and attempted to advance the stent delivery system (sds) by forcefully pushing on the device. The sds became caught on calcium and was wedged in the vessel. The physician experienced difficulty withdrawing the device but was able to remove the sds. The catheter remained intact, however, it was stretched out at the point of the exit port. The procedure was completed with balloon angioplasty. The physician intends to have the pt return at a later date for rotational atherectomy. No stents were placed during this procedure. No pt complications occurred. Pt status is satisfactory.